Event description:
Per the clinic, the procedure was performed under a general anaesthetic.

Manufacturer narrative:
Per the clinic, the procedure was performed under a general anaesthetic. This report is submitted on november 23, 2020.

Event description:
Per the clinic, the patient experienced pain at the implant magnet site. The implant magnet was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.